Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. The hospital is not willing to provide information. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via implant patient registry that a valve model 11500a25 implanted in aortic position was explanted from a 66-year-old patient after an implant duration of five (5) years and one (1) month for unknown reason. A 23mm surgical valve was implanted in replacement.

Manufacturer narrative:
The following sections were updated/corrected/added: h6 (investigation findings and investigation conclusions). H11: additional manufacturer narrative: per the instructions for use (IFU), reoperation/explant are known potential adverse events associated with bioprosthetic cardiac valves and annuloplasty rings. Due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Patient medical records were not provided by the hospital for review, or the medical records provided do not clarify the device failure mode. Based on the information available, a definitive root cause cannot be conclusively determined. Since no edwards defect was identified, corrective or preventative actions are not required.